Manufacturer narrative:
One 02008382189 sample from lot 575884 was received for investigation of pr (B)(4), in which the customer stated: "customer opened an infusion set today to find a crack in the bulb and brown markings around the bulb and neck of the tube on the inside." As the feedback indicates that two separate issues were observed, the investigation will be conducted in two parts: 1) crack in the bulb ¿ to be investigated under cr (B)(4). 2) brown markings ¿ to be investigated under cr (B)(4). Examination of the returned 02008382189 sample confirmed both parts of the customer feedback, as leakage was observed from a crack in the drip chamber barrel, and multiple small spots of embedded material were also noted in the walls of the drip chamber barrel the details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have found that such contamination is likely to be caused by burnt granules from the raw material that have been embedded into the wall of the component during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product. A review of the production records for lot 575884 did not identify any in-process testing failure or quality deviations which may have caused or contributed to a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer advocacy feedback database indicates that this is a rare occurrence, with a small number of similar reports received in the past 12 months against products from this manufacturing site.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It is reported foreign matter. Verbatim: customer opened an infusion set today to find a crack in the bulb and brown markings around the bulb and neck of the tube on the inside.

Manufacturer narrative:
Correction: cancel MDR this MDR is cancelled due to exempt from reporting. Devices manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us.

Event description:
No additional information.